Event description:
It was reported that within a day of implant, the atrial lead was possibly dislodged. It was noted that the lead had a high threshold and smaller p-wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer insulation was pulled apart due to overstress. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared to have been damaged at implant. There was an insulation pulled apart likely the cause of undersensing, which happened at implant the prior day.